Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: at follow-up call on (B)(6) 2019, the customer reported that on (B)(6) 2019 she had gone to a clinic to have her blood glucose checked. Customer was not currently having any symptoms at time of follow-up call. Customer stated that her blood glucose test result using the clinic's meter was hi. Customer was diagnosed with high blood glucose and was treated with insulin. The customer left the clinic the same day and was provided instructions regarding how to take her insulin. Customer had tested with the meter and had obtained a result of 158 mg/dl. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-5 error code. Customer stated that the e-5 error had been occurring off and on for about 2-3 days. Customer was using proper testing techniques. During the call, a blood test was performed by the customer and produced test result of e-5 using meter. The product is stored according to specification in the living area. The test strip lot manufacturer¿s expiration date is 10/31/2020 and open vial date is 11/23/2019. The customer feels well and did not report any symptoms. Customer stated that her friend was going to take her to a clinic in order to have her blood glucose level checked.

Manufacturer narrative:
Sections with additional information as of 19-feb-2020: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.